Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced the high blood glucose level. Customer's blood glucose reading was 425 mg/dl and treated with insulin pump. Customer stated that high blood glucose occur when reservoir shows 70 units of insulin. Current blood glucose was 259 mg/dl. Customer stated that auto mode feature was not active at the time of event. Customer did not feel ok for troubleshooting high blood glucose. The insulin pump will not be returned for analysis.